Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed using the naked eye and all components are correctly placed and according to the specification. The sample was then submitted to pressure/clear passage testing and a leak was observed due to a small hole/slice/cut on the back of the cassette. The device did not meet specifications. The cause of the condition could not be determined, however, a possible cause could be due to a sharp object. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation, a leak was observed due to a small hole/slice/cut on the back of the homechoice cassette that led to a system error 2240 (air in line/set) alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.